Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain'), device breakage ('portion of one essure coil had migrated into the right pelvic inlet') and device dislocation ('essure coil had migrated into the right pelvic inlet') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and libido decreased ("sexual intimacy sharply declined") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure was removed. At the time of the report, the pelvic pain, device breakage, device dislocation, libido decreased and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device breakage, device dislocation, libido decreased, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on (B)(6) 2019: portion of one essure coil had migrated into the right pelvic inlet. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain'), device breakage ('portion of one essure coil had migrated into the right pelvic inlet') and device dislocation ('essure coil had migrated into the right pelvic inlet') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and libido decreased ("sexual intimacy sharply declined") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015/laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, device dislocation, libido decreased and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device breakage, device dislocation, libido decreased, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted : (B)(6) 2015. No. Of coils : the right cornua had 4 visible coils and the left had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2019: portion of one essure coil had migrated into the right pelvic inlet. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received. Reporter information , other relevant history , auto-narrative supplement added and rcc was updated . Imrdf/FDA updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain'), device breakage ('portion of one essure coil had migrated into the right pelvic inlet') and device dislocation ('essure coil had migrated into the right pelvic inlet') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and libido decreased ("sexual intimacy sharply declined") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure was removed. At the time of the report, the pelvic pain, device breakage, device dislocation, libido decreased and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device breakage, device dislocation, libido decreased, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2019: portion of one essure coil had migrated into the right pelvic inlet.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.